Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the guidewire was damaged and detached into the patient. No recovery was attempted. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2012. According to the complainant, during the procedure the tip of the guidewire was damaged and detached into the patient. No recovery was attempted. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the pebax section had completely detached from the corewire tip. Remnants of adhesive were found indicating that the pebax section had been properly attached to the corewire. The outer diameter of measured and found to be within specification. The device damage likely occurred as a result of anatomical/procedural factors which limited the device performance. Therefore, operational context is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. A similar complaint trend review revealed no other complaints reported for lot number 14007829.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.